Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the lcd screen was observed to flash on and off. The device's display board was replaced to address the issue.